Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. The insulin pump passed self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Detailed trace analysis shows the insulin pump alarmed low battery and then power system error alarm was triggered when backup battery loaded voltage was less than 3.5v for four consecutive hours due to connector resistance at the j6 printed circuit board. The loaded voltage display at the power graph management tool shows abnormal behavior. However, after disconnecting and reconnecting the internal battery connector on the j6 printed circuit board the pump was monitored and functioned properly. The pump was monitored for several days and no unexpected blank display, powering off, or replace battery now alarms noted. The insulin pump was received with scratched case, serial number label fading, serial number label peeling, cracked select button keypad overlay, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display with high blood glucose. The customer reported that they found several replace battery now alarm in the alarm history after battery change. The customer's blood glucose was unknown at the time of incident. The customer stated that they did not receive a low battery alarm prior to replace battery now alarm. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.